Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. The repeat testing was performed on another analyzer in the laboratory. The questionable results were reported to the provider and then were corrected. The sodium electrode lot number was g7597 and the chloride lot number was x5705. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer adjusted the sample probe rinse station water flow, backflushed the ise sample probe, flushed the vacuum source used by ise vacuum nozzles, and verified alignment of sipper nozzle, internal standard nozzle, diluent nozzle, vacuum nozzles for ise 1 and 2, and sample probe. He removed, cleaned, and lubricated the ise sample mechanism, cleaned and conditioned the ise modules. He performed ise checks, calibration, and qc that passed with good recovery. The investigation determined these service actions resolved the issue.